Event description:
The doctor wanted to insert the zso-7-12 in the cbd. The nurse prepared the plastic stent. Using a stent straightener, the nurse unfolded the pigtail of the stent, then pushed the guide wire (visi2 0,025 straight) into the stent. But the wire did not advance. She tried several times but failed, and when I checked the stent, the hole of pigtail section was bent. ((B)(4)). So they used the new zso-7-12. This file will capture the user error of incorrect size wire guide with replacement zso-7-12 did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Complaint closure due date and investigation due date were calculated as per (B)(4). Device evaluation: 1 x zso-7-12 of unknown lot number was not returned to cirl for evaluation. Therefore, a document- based investigation will be conducted. Document review including IFU review: prior to distribution zso-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-12 cannot be carried out since the lot number of the device is unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿¿ care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent¿¿ it may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received, it is confirmed that a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.